Event description:
Device 2 of 3. Reference MFR. Reports: 1627487-2013-03812, 03818. It was reported the pt's renew receiver was explanted and replaced with a model 3788 due to not being turned on/used in years as a result of ineffective and uncomfortable stimulation. Effective stimulation was received with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.